Event description:
Dealer called stating that the seat of the 9630-4 commode is allegedly cracked in two places and pinches the consumers bottom. Product is being replaced on warranty order # (B)(4).

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9630-4, serial number/date code (B)(4). The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female whose age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.